Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 420 mg/dl. The customer performed high pressure test and found no delivery alarm. The customer reported insulin pump was under delivering as the customer had high blood glucose level when she wakes up. The customer¿s blood glucose level was 268 mg/dl. The insulin pump will not be returned for analysis.